Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported difficult to advance / remove was confirmed. A review of the corrective and preventive actions (CAPA) database was performed and revealed no related complaint assessment nonconformities. The electronic lot history record (elhr) revealed no associated manufacturing nonconformities issued to the reported lot. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. A dimensional inspection was performed don the returned guide wire. The wire¿s outer diameter was noted to be within specification, suggesting the dimensions did not contribute to the reported difficulty during advancement or removal. Factors that may contribute to difficulty advancing or removing a stent catheter over the wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, user technique, and/or damage to the catheter or guide wire. In this case, the damage noted to the returned wire and stent catheter may have contributed to the reported difficulties. Damage to the devices could impact maneuverability and possibly result in the reported issue. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 are filed under separate medwatch report number.

Event description:
It was reported the procedure was to treat a mildly calcified and tortuous lesion in the renal artery. The 6.0x18mm rx herculink elite stent delivery system (sds) was advanced over the command es guide wire however the sds became stuck on the guide wire and could not move. The sds and guide wire were removed together from the patient anatomy. An attempt was made to separate the devices outside the patient, force was applied and the sds distal shaft broke. Another herculink elite was used to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.